Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that on (B)(6) 2014 a female patient underwent a coronary diagnostic procedure. The vessel size was noted to be 5-7 mm. Following the procedure, the physician who is a trained mynx user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the balloon pulled through the sheath without rupture. A pseudoaneurysm was noted. The physician indicated that the pseudoaneurysm was due to a poor result with the mynx. Manual compression was held for less than 30 minutes. The patient was not hospitalized.